Event description:
It was reported that when using the bd pyxis¿ anesthesia station es engine became stuck and was unable to push out the pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer engine failed. The field service engineer (fse) powered down station, the engine was disconnected, and the latch was manually released using a thin metal tool. The defective engine was removed and replaced with a new customer supplied engine. All connections were restored, and the station was returned to service. The system functioned as intended after the field service engineer (fse) resolved the issue.